Event description:
Acct. Reports that rn flushed port and the "rubber port caved in". Acct. Uses needleless system. Incident occurred on a neonate, but there was no blood loss and no medical intervention needed for pt.